Event description:
The customer reports that the stator not on error displayed on the system. No pts were injured.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.